Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. The device history report review indicated the following: orchid unique manufactured the cannulated connecting screw, p/n 03.010.146, and lot number u197773 on po #(B)(4), for 72 pieces delivered august 19, 2014. Initially, the part conformed to the supplier¿s certificate of conformance, dated july 30, 2014, and synthes final inspection sheet #(B)(4), revision ¿c¿. The parts were released to the warehouse on august 25, 2014. There were no material review reports, nonconformance reports or complaint related issues with this lot. The cannulated connecting screw was made to the synthes drawing p/n 03.010.146, revision ¿c¿, released on april 6, 2009. The visual inspection of the returned device performed as part of the manufacturing investigation reported the part received with no noticeable damage. The part was received with no apparent damage. All measured parameters meet specification. Based on the evaluation, the complaint condition is unconfirmed and is not considered to be related to manufacturing processes or materials. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery on (B)(6) 2014 that the drill didn't go through the guide and the surgery was delayed 20 minutes due to the misalignment. There were no parts that broke, but rather the 'integrity of the metal or plastic' parts that didn't successfully line up and connect. The surgery was reported to have been successfully completed. This is report 5 of 7 for (B)(4).